Event description:
It was reported that this device and non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. The values could not be reproduced in clinic per the health care professional (hcp). A chest x ray was performed which did not reveal any immediate or apparent fracture upon review. Technical services (ts) discussed the construction of the rv lead with the non boston scientific ts. Electromagnetic interference (emi) was discussed however ts noted without a known source it cannot be confirmed. The measurements were occurring at different times of the day which ts noted could be something this patient wears or sleeps with or near. This patient is scheduled for future follow up for isometrics testing and pocket manipulation. The hcp would call ts once testing is complete. This device and non boston scientific rv lead remain in service. No adverse patient effects were reported. Additional information was received that isometrics testing and pocket manipulation in clinic reproduced high out of range impedance measurements from rv to right atrial (ra) and ra to the device. Ts discussed programming rv to the device and to consider defibrillation threshold (dft) test. Ts noted it appeared to be a proximal coil issue.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device and non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. The values could not be reproduced in clinic per the health care professional (hcp). A chest x ray was performed which did not reveal any immediate or apparent fracture upon review. Technical services (ts) discussed the construction of the rv lead with the non boston scientific ts. Electromagnetic interference (emi) was discussed however ts noted without a known source it cannot be confirmed. The measurements were occurring at different times of the day which ts noted could be something this patient wears or sleeps with or near. This patient is scheduled for future follow up for isometrics testing and pocket manipulation. The hcp would call ts once testing is complete. This device and non boston scientific rv lead remain in service. No adverse patient effects were reported.